Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the rear therapy electrodes were pulled off from strain relief from the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, and damaging the j703 connector in the dn. Additionally, the cable connecting the distribution node (dn) to ECG "a", "b", and the front therapy electrodes was pulled from the strain relief, damaging the p703 connector in the dn. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.